Manufacturer narrative:
A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 pen ndl 31ga 5mm needles were unable to deliver insulin or medication and were difficult to operate or not working. The following information was provided by the initial reporter : the consumer reported the needle clogged during the injection and the button on the pen would not go down. Date of event: (B)(6) 2021. Samples: available.

Event description:
It was reported that 2 pen ndl 31ga 5mm needles were unable to deliver insulin or medication and were difficult to operate or not working. The following information was provided by the initial reporter : the consumer reported the needle clogged during the injection and the button on the pen would not go down. Date of event: (B)(6) 2021. Samples: available.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-17. H6: investigation summary customer returned a single used pen needle with a purple inner shield, indicating that it is a 5mm, 31 gauge pen needle. A sanofi insulin pen was returned alongside the pen needle. The pen needle was visually inspected prior to testing. The pen needle¿s cannula is crumpled on the non-patient side of the hub. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needle appeared to be clogged during use. Based on the damage present, the needle bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. Additionally, a spare pen needle was attached to the returned insulin pen. Insulin was pushed through the system and out the distal tip of the pen needle. This confirms that the pen is functioning as intended. The difficulty experienced with using the pen was most likely the result of the pen being unable to push insulin through the bent cannula of the pen needle. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd found that the pen needle had become bent on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. This also led to difficulty using the pen as insulin could not pass through the pen needle.